Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. Add'l info (x-rays, medical records, operative notes, device details) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
The restoration modular has fractured on the proximal end of the distal stem.